Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, during intraocular lens (iol) implant procedure, the lens was found defective. Additional information was provided.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. Follow up attempts were made. At this point, no further information available at this time. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).